Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad) to the ostial left circumflex artery (lcx). After rotablation was performed in the proximal lcx, balloon angioplasty was then performed. Then a 3.00x28mm promus premier¿ drug-eluting stent was advanced and placed in the ostial lcx. Kissing balloon was then performed in the ostial/proximal lcx and ostial/proximal lad. However, after the procedure was completed, it was noted that the proximal portion of the stent was foreshortened. Another 3.5x24 non-bsc stent was placed in the left main and proximal lad. Post dilation was performed using a kissing balloons to dilate both stents and the procedure was completed. No patient complications were reported and the patient is doing well.